Manufacturer narrative:
The MFR followed up with the customer to receive add'l info including if the detached fiber cap was retrieved.

Event description:
It was reported by a customer that on (B)(6) 2012 the fiber cap detached at 99,028 joules. No pt injury was reported.